Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 440 mg/dl. Customer was treated with insulin shots. Customer stated that the drive support cap was normal. Customer stated that there was no air bubbles and leak. Customer was using auto mode. Customer did not allege insulin pump was not under delivering. The insulin pump will not be returned for analysis.